Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the burr became stuck in lesion. The 80% stenosed target lesion located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in lesion during advancement. The device was able to be separated but with some difficulties and was pulled out. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The advancer used in the procedure was not returned; analysis was performed using a test rotapro advancer. When the rotapro advancer was connected to the returned burr catheter and the rotapro console control system and the knob switch [ablation button] was pressed, the burr catheter was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. Product analysis could not confirm the reported events, as the returned burr catheter was able to reach and maintain optimal rpm with no resistance or issues with a test advancer. Clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr became stuck in lesion. The 80% stenosed target lesion located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in lesion during advancement. The device was able to be separated but with some difficulties and was pulled out. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.